Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they became aware of the issue on march 4, 2025. Rep reported that the cause of the electrodes not working was unknown, but perhaps from a possible fall. Rep noted to resolve the issue, they reprogrammed the device by utilizing the good lead and battery replacement as the pt did not want a paddle or lead revision. Rep reprogrammed the pt and they were happy with their current programs. The information has been confirmed with the patient.

Manufacturer narrative:
Product ID 377860 lot# v010451, implanted: (B)(6) 2007, product type lead, product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2011, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 377860 (lot: v010451); product type: 0200-lead; implant date (B)(6) 2007 brand name; product ID 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2011 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator received messages on the patient programmer and recharger screen, indicating issues with the device. The patient was informed that the lead needed replacement and that most of the electrodes were not functioning. An elective replacement indicator (eri) message was also received. The patient was advised to undergo a complete revision and have a paddle implanted. The patient service reviewed the meaning of the messages and recommended consulting with a healthcare provider for further steps. The issue remained unresolved, and the patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
File updated to correct patient outcome. Since it was stated that the patient did not want to get a revision, this confirms that no surgical intervention was performed on the leads, thus does not facilitate a serious injury report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.